Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the cartridge pigtail and tubing. Customer's blood glucose level ranged between 300 mg/dl and "high". Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.